Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer tested the device and found the battery failure message. The battery was replaced with a test battery, the error message did not appear and the device was able to run on the replacement battery. The ventilator's device history record was reviewed and the device had the original battery in it from when it was manufactured in 2011. The battery was past its 2 year lifespan. The battery was replaced and the device passed all testing.

Event description:
During service, a ventilator had a backup battery failure message. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.